Manufacturer narrative:
Response to osb request for additional information dated 2 april 1998. A right hemicolectomy procedure was performed on 12 july 1996. The pt was a 70 year old male of approximately 80 kgs. With proir medical history including prostatic cancer and bone metastases. A ussc polysorb suture of an unknown lot and reorder code was used to perform an anastomosis in an unspecified application site. The wound closure technique used by the surgeon (ie. Continuous or interrupted stitches) was not specified. Reportedly, five days post operatively on 17 july 1996, for an unspecifed reason, a re-operation was performed. At the time of the re-operation the suture knots were fonud to have failed resulting in a fistula which was detected and repaired. No details of this repair were provided from the account. Additionally, no details were provided as to the pts status before or after the re-operation or what type of medial treatment the pt was administered (ie. Appropriate anitibiotics). On 16 august, 1996 the pt expired with the cause of death attributed to septic shock and respiratory insuffiency, although no autopsy was performed. Numerous failed attemts were made by co's subsidiary in italy to retrieve additional information from the surgeon and the hospital relative to this matter. Sterile representative samples of various lots (including various diameter and needle configuration) were returned for examination. The suture packaging was examined for any signs of damage or compromise in seal integrity with none noted. The sutures were visually examined microscopically with no abnormalities noted. The sutures were then subjected to functional testing which includes the knot security test. This test was developed by researchers. The purpose of the test is to show that when tied properly, a suture knot would break, before slipping, when force was applied from the pt side of the wound.

Event description:
The product was used during a right hemicolectomy procedure. The suture knots did not hold resulting in a fistula. The surgeon performed a re-operation five days post-operatively, to correct this condition. The pt expired 45 days after the reoperation. The surgeon has associated the pt's death to the suture material.